Manufacturer narrative:
Philips has investigated this complaint. The philips field service engineer (fse) inspected the system onsite and confirmed that stand movement was not functioning. Review of the log file showed that geometry errors. Fse identified that the cause of error is in power supply of the geo in r-cabinet. Fse replaced the power supply. After that the system was returned to use in good working order. The codes were updated based on the investigation outcome. Evaluation method code was corrected.

Event description:
It has been reported to philips that stand movement was not functioning. The system was in clinical use. No harm has been reported to philips. A philips service engineer inspected the system on site. It was identified that there was an issue with the power and control unit in the geometry (r) cabinet. The power and control unit has been replaced that the system was returned to use in good working order. Philips has continue to investigate of the complaint.